Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/18/2015 and found a leak at the diff segment valve (cvl85/126). The fse observed that the tubing between the diff heater and the cvl85/126 was leaking. The fse replaced the defective tubing between the diff heater and the cvl85/126 which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a cleaner reagent leak of approximately 5ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.